Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings: during the investigation, the battery compartment was observed to be cracked. There was evidence of moisture in the battery compartment. During testing, the pump failed the leak test due to battery compartment crack.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.